Event description:
It was reported that electrogram (egm) review revealed left ventricular (lv) lead noise with over-sensing and pacing inhibition. Additionally, lv pace impedance trends showed a decrease in measurements from 1063 ohms to the 600 ohms range over the last year. The over-sensed lv noise was resolved with reprogramming a change in the lv sense vector. This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).